Event description:
A "replace sensor" error message was reported with the adc device and the customer was unable to obtain readings. As a result, the customer was reported to have experienced loss of consciousness and was unable to self-treat, requiring treatment with glucose (intravenously) provided by a caregiver. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Investigation of the complaint determined that there were no issues with the freestyle librelink application that would have led to the complaint. The adc investigation team attempted to replicate the issue using similar device configuration involving a samsung galaxy a52 with android 13 for app version 2.10.1.10406 and was not able to reproduce the reported complaint. No failure mode was found. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.